Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a prior endovascular aortic repair with the stent graft etlw1624c124e endur ii limb, sac growth (aneurysm sac enlargement) was detected on ultrasound during a follow-up visit approximately 7 years and 7 months later. Angiography revealed a type 1b endoleak in the right common iliac artery, with the aneurysm measuring 62 mm. An additional iliac limb extension of the same model was placed in the right common iliac artery to repair the endoleak, and the event was resolved. According to the physician, the cause of the endoleak was attributed to disease progression. No additional sequelae were reported, and the patient is fine.